Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device activated and would not shut off. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The expected audible tone was also emitted during the device activation. Cycle life testing was also performed on the device. The device failed the cycle life testing during the third cycle. The handle of the device was opened to verify connections; there was contamination on the switch body and the actuator of the micro switch that is consistent with soldering flux when observed under magnification. The contamination cased the micro switch actuator to remain in the "on" position. The solder joints on the micro switch terminals were intact an nonconformities were observed. Based upon the evaluation results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - catsweb complaint (B)(4).